Event description:
It was reported a non-dehp standard bore catheter extension set leaked. While in the surgical trauma intensive care unit (sticu) the patient was receiving an infusion of propofol 30mcg/kg and fentanyl 50mcg/hour. During patient assessment the patient¿s richmond agitation sedation scale (rass) was +2, characterized by restlessness and sitting up in bed. Upon further inspection the patient¿s pillowcase was noted to be ¿pretty wet¿. The extension set had blood backed up into the ¿end¿ of the set. The nurse flushed the IV set and normal saline ¿shot out the side of the tubing.¿ the extension set was changed, and the patient started to respond to the medications. After an unknown amount of time, the patient¿s rass was -1 and ¿resting comfortably.¿ no further information was available at the time of this report.

Manufacturer narrative:
G1: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, 30106 costa rica. Or baxter healthcare - aibonito rd 721 km 0 3 po box 1389 aibonito, 00705 puerto rico. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.